Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring greater than 3000 ohms on the right atrial (ra) lead. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was stored atrial tachy response (atr) episodes due to oversensing of myopotentials. Technical services recommended to bring the patient in to do further troubleshooting and discussed programming options. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring greater than 3000 ohms on the right atrial (ra) lead. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was stored atrial tachy response (atr) episodes due to oversensing of myopotentials. Technical services recommended to bring the patient in to do further troubleshooting and discussed programming options. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.